Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the right high resolution stereo viewer (hrsv) monitor dead. The fse replaced the hrsv monitor to resolve the issue. The system was tested and verified as ready for use. Isi has received the hrsv monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated the customer reported complaint. In house fa installed and tested the hrsv monitor in the pca system. The system started up and failed without video. No image or video was available for review. An event verification confirmed the cholecystectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer continued the procedure only with one eye on the surgeon side console (ssc) after the start of the procedure due to the right eye of the ssc was blank. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon side console had only one eye giving an image and the right eye was out. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to power cycle the system, to cycle the vision cart circuit breaker, and to power cycle the surgeon console circuit breaker. The tse asked the customer to disconnect all dvi output cables from the vision cart and surgeon console. The tse asked the customer to reseat all blue fiber cable connections. The system powered and homed successfully, but the right eye of the surgeon console was still black. The customer tried 2 or 3 different endoscopes before calling. The customer stated that the other xi system was in use and no other surgeon console was available. The surgeon was continuing the procedure with only one eye on the surgeon side console (ssc). The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.